Event description:
2-1/2 month old male with prior history of 3 operations for necrotizing enterocolitis & evisceration. Exploratory surgery performed in hope of existing bowel & covering with mercilenu mesh or caaver skin. During the disection of the mesentery, it was observed that hardly any blood flow at the disection. Surgeon proceed to close. Patient went into cardiac arrest. Resusitation continued for 20-25 minutes. Patient was pronounced dead. As patient was undraped catheter was found to have a hole at approximately at the hub. There were clear sign of leakage & towels under the patient were soaked with blood. The catheter was impounded for investigation. Ecri was consulted via telephone by risk management. Upon closer visual inspection of the catheter by hospital biomedical engineering manager and risk management director on 3/3/92, it was observed that the hole in question did not seem like a rupture of the catheter. It was further observed that the breakage in the catheter seems more of a wedge shape which looked more like "," in shape. It is unclear at this time as to the cause of the breakage in the catheter that contributed dto this eventdevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: telemetry failure, other. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: invalid data. Invalid data - on device destroyed/disposed of status.